Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven years and five months later, computed tomography of abdomen and pelvis without contrast was performed, and result showed that there was a caval perforation. The tip of the filter extended less than 3 mm outside the right anterior inferior vena cava wall. Grade 4 perforation of 3 o'clock strut into aorta. Grade 3 perforation of 5 o'clock and 6 o'clock struts to abut the vertebral body. 1.70 cm perforation of 10 o'clock struts to extend along right renal artery. Tilt was noted. 18.99-degree coronal and 7.93-degree sagittal tilt. No migration. Fracture of 10 o'clock strut without displacement. After two months, filter removal procedure was performed. The needle was advanced into the right internal jugular vein using ultrasound guidance. A wire was advanced into the cava and through the inferior vena cava filter into the distal cava under fluoroscopic guidance. A 16-french sheath 35 semithin length was advanced through the inferior vena cava filter into the distal cava. Cavogram demonstrated no evidence of thrombus formation. The recovery filter did not have a hook and no cone was available for removal. For that reason, a size catheter loop was used around the legs and snare the wire back into 16-french sheath. By performing that loop around the neck, the sheath was advanced, and attempt was made to pull the sheath but only a few legs pulled into the sheath. This was not successful. That was performed several times and each time 1 or 2 legs snared into the sheath. Subsequently the alligator forceps was used and the only one of the legs into the sheath. Subsequently more looped axes were performed to be able to get the sheath around the neck but was unsuccessful. And a negative possible then advanced and the neck was captured and subsequently the filter was removed intact. The filter was inspected and had all six arms and six legs. Cavogram demonstrated no evidence of extravasation. 16-french sheath was removed, and manual pressure was applied to hemostasis. Gross description demonstrated that there was a freshly received 4.2 × 3.0 × 2.9 cm metallic inferior vena cava filter which had some adherent soft red tissue. No sections were submitted. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. Approximately eleven years and five months post filter deployment, a computed tomography (CT) revealed that the filter tilted, strut detached and struts perforated. The device has been successfully removed after multiple unsuccessful attempts. The current status of the patient is unknown.